Event description:
It was reported: "a case of metallosis on a patient whose hip prosthesis was implanted. Nickel allergy."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported: "a case of metallosis on a patient whose hip prosthesis was implanted. Nickel allergy."

Manufacturer narrative:
Reported event: an event regarding fretting/metallosis and allergy/reaction involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "as described above, this inquiry concerns a report that a patient who had a nickel allergy, had a total hip replacement, and supposedly developed metallosis. There is a reference to a paper although we don't know where was published nor do we know who the author was, that cites a case report of an accolade tmzf which developed trunnionosis and mechanical failure nine years after implantation. This is unrelated to the implant referred to in the grids. I am unclear as to what the event is. It seems that the event is a patient who developed metallosis. The patient also had a nickel allergy. I cannot confirm that this event occurred since I have no corroborating documentation such as x-rays, office notes, or a revision operation report. The root cause of metallosis/trunnionosis is multifactorial including surgical technique factors, patient bmi and activity factors and implant factors." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported it was reported the "dr. Found a case of metallosis on a patient whose hip prosthesis was implanted with a reported nickel allergy. A review of the provided medical information by a clinical consultant indicated: "as described above, this inquiry concerns a report that a patient who had a nickel allergy, had a total hip replacement, and supposedly developed metallosis. There is a reference to a paper although we don't know where was published nor do we know who the author was, that cites a case report of an accolade tmzf which developed trunnionosis and mechanical failure nine years after implantation. This is unrelated to the implant referred to in the grids. I am unclear as to what the event is. It seems that the event is a patient who developed metallosis. The patient also had a nickel allergy. I cannot confirm that this event occurred since I have no corroborating documentation such as x-rays, office notes, or a revision operation report. The root cause of metallosis/trunnionosis is multifactorial including surgical technique factors, patient bmi and activity factors and implant factors." Additionally as per the drawing, the composition of this device contains nitrogen, carbon, hydrogen, iron, oxygen, aluminum, vanadium and titanium therefore, could not have contributed to the patients allergic reaction to nickel. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.